Manufacturer narrative:
Analysis found device was returned with gouged pcba for the incrementing probe port. There were two fuse o rings torn, two lose clips because the wave washers were worn. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the pi box was not simulating. Swapped to another pi. Event occurred during a left thyroidectomy, intra op. There was a delay of less than 1 hour. There was no patient impact. On follow-up, it was reported that this event was reported after the case and the site elected to send the pi box in, since it was not stimulating; swapping to another pi box resolved the issue, no testing information was available.